Event description:
The customer reported that the end of the inner cannula was rough and caused trauma to the pt's stoma, however, there was no pt injury. The tracheostomy tube was removed and the pt was re-intubated with another unspecified shiley tube.

Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.